Event description:
It was reported by service report that the bed would not move, and the control board were not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: malfunctioning zoom motor control board and zoom interface board.